Manufacturer narrative:
Reported event was confirmed by review of medical records and radiographs. Review of the available records identified the following: patient is obese, review of x-ray images confirmed stress fracture of the upper pole of the left patella, no displacement noted, no evidence of implant fracture. Device history record (DHR) was reviewed and no discrepancies were found. Per persona the personalized knee system all-polyethylene patella package insert (87-6204-066-23, rev. A), bone fracture is a known potential adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty and subsequently the patient experienced a stress fracture of the superior pole of the patellar implant. The patient was placed in an extension brace for 6 weeks and was noted to be resolved without further treatment or intervention. There is no additional information at this time.